Event description:
It was reported that the spinal cord stimulation (scs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent a revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned as it was retained by the medical facility. No additional information is available at this time. Additional information received indicated that the patient is recovering well postoperatively and expresses satisfaction with therapy.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent a revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned as it was retained by the medical facility. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent a revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned as it was retained by the medical facility. No additional information is available at this time. Additional information received indicated that the patient is recovering well postoperatively and expresses satisfaction with therapy.